Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized the same day. The peritonitis was manifested by cloudy effluent. On an unknown date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was not retrained on pd therapy. It was reported the patient was discharged 13 days after admission. Antibiotic therapy was discontinued the same day as discharge. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.